Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements and noise due to lead conductor fracture. This lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was applied to capture the reportable event of surgery. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed setscrew marks on the terminal pin. Resistance testing and x-ray images determined that the distal high voltage cable was fractured approximately 58-62 mm from the terminal pin, under the silicone rubber boot that is bonded to the terminal and lead body. Destructive analysis was completed. Micrograph images of the fracture sites noted cracks, shear bands, and ductile dimples all indicative of ductile overload (i.e., fracture incurred due to pulling force). The identified cable fracture is the likely root cause of the reported high impedance noise and fracture allegations.

Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements and noise due to lead conductor fracture. This lead was then explanted and replaced. No additional adverse patient effects were reported.